Event description:
As reported for this event by the customer, 40 minutes into a therapeutic urological procedure the device generated an alarm on the generator and the output of the device stopped. Subsequently, the probe tip of the device broke off outside the patient body. The procedure was completed using a new device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomalies noted.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the returned device, it was observed that the probe broke 13 mm from the tip. There was a scratch around the broken part of the probe. In addition, the coating of the probe around the scratch was partially peeled off. When observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: there was no delay in the completion of the procedure.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Customer could not provide any details of the procedure (name, when the event occurred, functional mode and settings, and if the patient needed additional anesthesia).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe came into contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. 2. Due to ultrasonic vibration, coating of the probe peeled off. It also caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. 4. The output was activated with probe having cracks. This caused an error(alarm). Also output was stopped. 5. Some force was applied to the probe causing it to break. This following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.